Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the rpms would not stabilize and calibration was out of specification and the motor, gears, and bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent in for pm and found in need of repair. At evaluation the rpms would not stabilize; a reportable malfunction. No adverse events were reported as a result of this malfunction. No additional event information available.